Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device am2701 number, and no non-conformances were identified. Additional h3 device evaluation summary: an unopened sample of product code p8663t, lot # am2701 was returned for evaluation. During the visual inspection of the sample, a foreign matter that appears to be a hair was noted and is caught in the seal area and extends completely through the seal. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. According to sample condition the assignable cause of the foreign matter is a hair.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please describe the contaminating element found on the seal r/. A hair, was there an issue with packaging integrity, such as a problem with the device seal or a tear, rip or hole in the packaging? R./ the hair is in the seal of the suture gasket.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. When uncovering the packing box containing the suture, it is verified that the sterile envelope contains a contaminating element on its seal. There were no adverse patient consequences reported. Additional information was requested.